Event description:
An incident occurred involving a radial jaw while performing a colonoscopy. Difficulties were encountered achieving cautery during the procedure, however, the procedure was completed successfully without in incident. Two days post procedure the pt returned with bleeding. A follow up colonoscopy revealed an ulcerated site at the original site of the biopsy. The site was sclerosed and the pt was discharged to home in good condition.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.